Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic video-assisted thoracoscopy (vats) procedure, the surgeon was able to press the green button and squeeze the handle of the device but it was unable to fire. They used another load to complete the case and resolve the issue. No injury reported.